Event description:
It was reported that during a routine clinic visit, the right ventricular lead exhibited a lead impedance measurement anomaly. No programming changes were made. The patient would be monitored via transtelephonic monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.